Manufacturer narrative:
(B) (4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where mineralization was present and host tissue extended on the inflow. Extensive tissue deterioration through the free margin and lunula of the right cusp appeared to be due to contact with mineralization. Tissue deterioration due to mineralization was noted along the free margin and lunula of the non-coronary cusp adjacent to the right non-coronary commissure. Extensive tissue deterioration due to mineralization was noted on the right non-coronary commissure. Remnants of glistening off-white pannus lined the inflow margin of attachment into the right non-coronary and non-coronary left inferior coaptive areas extending 1 to 4 mm onto all cusps and reducing the inflow orifice area. A section of pannus received with the valve appeared to have been removed along the left and right cusps. Radiography showed moderate to extensive mineralization in all commissures and septal shelf. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted three years, was explanted due to stenosis.